Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to infection.

Manufacturer narrative:
Per-(B)(4) final report. An investigation was launched into this event by the manufacturer (oo). No complaint devices were returned to oo by the customer. This complaint is considered confirmed as surgical intervention was required in order to prevent further patient harm from prosthetic joint infection. The device processing files were investigated which included reviewing ops processes, ops acetabular and femoral guides. No anomalies were observed in these records which may have caused or contributed to this event. The acetabular and femoral guide delivery products were designed within specification. The occurrence of this event has been deemed unrelated to the use of ops technology as there was no evidence to suggest that the ops technology provided to the primary surgery malfunctioned or was deficient. No further actions are necessary and there is no evidence to suggest that this issue is systematic. This issue will continue to be monitored for recurrence. No corrective or preventative action is determined to be necessary at this time. Based on the above, the root cause of this event remains undetermined and oo now considers this case closed. Should any further information be made available in the future which allows oo to determine the root cause of this event, this case may be re-opened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to infection.